Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had taken the pump out of storage mode after 5 months and the time/date was inaccurate. Customer updated time and date to address the issue. Customer's blood glucose was 73 mg/dl.